Event description:
Before zero-balancing, the customer noticed that icp was displayed on the monitor but temperature was not. The surgeon still placed the catheter on pt, and temperature was not displayed. There was no pt injury reported.